Manufacturer narrative:
Additional information was requested, but no additional information was received. The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that three years, nine months post implant of this annuloplasty ring, this device was explanted and replaced by a mechanical heart valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.